Event description:
Subsequent information was received indicated that multiple shocks were delivered. Upon device interrogation, a fault code indicating that shock was delivered into an open circuit, was displayed. A review of the trend showed high shocking lead impedance measurements greater than 200 ohms. Boston scientific technical services (ts) reviewed the strips and discussed that the patient was in true ventricular tachycardia (vt). Ts further discussed what triggers the fault code. Subsequently, an invasive procedure was performed in which the rv lead was surgically abandoned and the device explanted. A new system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received indicating that the system continued to exhibit high out of range shock lead impedance measurements greater than 125 ohms. No noise or sensing issues were noted and all other lead measurements were good. Analysis was performed on a submitted copy of the device memory and fibrosis or calcification on the lead was suspected. The patient was subsequently seen in the clinic and non-invasive programmed stimulation (nips) was performed. The shock impedance measurements obtained during and after the tests were within range. No further action was planned at this time. The system remains in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock lead impedance measurements greater than 125 ohms. It was noted that the shock impedance measurements have been trending up. Boston scientific technical services (ts) provided troubleshooting options. Additional information indicated that the cause of observation has not been determined. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, evaluation was performed on the returned terminal pin segment of the lead. The returned segment passed the hipot test, a test to assess the integrity of the insulation between the conductors, and the continuity test, a test to assess the conductor continuity. The allegation against the lead was not confirmed through analysis. The lead passed the electrical testing.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.